Event description:
It was reported to medtronic minimed that the customer experienced a potential for a difference between sensor glucose vs blood glucose was out of limit. Customer received a sensor updating alert and had a crack on the battery compartment side of the pump at the back. The blood glucose value was 270 mg/dl, and the sensor glucose value was 300 mg/dl at the time of the event. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7020a, mmt-7841zn. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. Customer reports receiving a sensor updating alert. Customer stated the insulin delivery was not suspended. However, the discrepancy between sensor glucose vs blood glucose which was not within range. Customer stated that was not taken medication such as acetaminophen, paracetamol or hydroxyurea. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7020a. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail. Cosmetic damage was confirmed at cracked case corner of belt clip rail. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.